Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in multiple episodes with a delivered inappropriate shock. The device system was tested in clinic; however no noise was able to be reproduced. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No additional adverse patient effects were reported.